Manufacturer narrative:
As of today, the device has not been returned for analysis. It may have been buried with the patient. The local area sales representative was contacted; however, no additional information was available.

Event description:
Boston scientific crm received information that the patient implanted with this device was hospitalized for pneumonia in (B) (6) 2008. Shortly after being discharged, the patient developed fluid in the lungs and later developed an infection. No surgical intervention was performed. The patient expired shortly thereafter. According to the patient's family, the patient was hospitalized at the time of death. The patient's family signed a "do not resuscitate order." There were no product performance allegations reported at the time of the patient's death. New information received indicates that the patient's family is alleging that the device did not deliver therapy at the time of death. The patient's family has threatened to purse litigation.